Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable cardio-verter defibrillator; product ID d224vrc, implanted: (B)(6) 2009. (B)(4).

Event description:
An implantable cardio-verter defibrillator (ICD) system was returned from a histologist with no information. Information identified in the manufacturer¿s database indicated the patient died approximately one month post implant of the ICD, approximately 4 years ago.

Manufacturer narrative:
Product event summary # product ID# 694765, a proximal portion was received measuring 10.5 cm. Analysis was performed and no anomalies were found. This lead was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.